Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under delivered by 3ml during preventive maintenance. There was no patient involvement, no patient injury was reported.